Event description:
The hcp reported that the pump alarm was audibile, became very erratic and then stopped later in the day. Following this, the pt became restless, agitated and increased tone was noted. The agitation worsened and the pt was admitted to the intensive care unit in 2005. Oral baclofen was begun through their percutaneous endoscopic gastrostomy tube. They then experienced a series of seizures and subsequently developed aspiration pneumonia. No further alarms were noted. Upon interrogation of the pump the following day, a "pump memory error" was noted and the pump had been shut off for 56 hours. The pump was restarted and within 6 hours the symptoms were reduced. The last refill was in 2004; the next scheduled refill was in 2005. A follow-up report will be sent if additional information becomes available.